Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy effluent. The same day as onset of the peritonitis, the patient was hospitalized for the event. On the same day, the patient began treatment with ceftazidime 1 gram, once every day for five days (route not reported) and vancomycin 1000 milligrams, once every day for five days (route not reported) for peritonitis. Dianeal therapies were ongoing. On an unreported date the same month as admission, the patient was discharged from the hospital. Eight days after onset, the patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.